Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: evaluation 1: collar, damaged screws; root cause could not be determined. Evaluation 2: collar locking mechanism, dislodged; root cause could not be determined. Evaluation 3: motor output coupling, dislodged; loose screws on coupling. Reported condition confirmed: yes. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
The following information was provided: mics power exploded bearings went everywhere. Case type / application: tka 2.0. Update from mps: it was the collar.